Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for two days due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the pd clinic on (B)(6) 2019 with nausea, fever (no value provided), cloudy pd effluent and abdominal pain. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd culture was obtained and resulted positive for corynebacterium (unknown species). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g, and intravenous (IV) vancomycin 1.5g and 1g (frequency and duration unknown). The patient was discharged on (B)(6) 2019 and continues to recover while completing treatment on the liberty select cycler. The cause of the peritonitis is suspected to be water from a campsite water hookup. There were no issues with the liberty select cycler or cycler set reported for this event. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. The culture results of corynebacterium support the suspected cause of a breach in aseptic technique. This organism is a part of the normal flora of the human skin. Corynebacterium can also be found in the environment in water, soil and animals which aligns with the suspected cause of the campsite water hookup. Without knowing the species of the corynebacterium peritonitis, the source cannot be confirmed; however, all species of this bacteria confirm a breach in aseptic technique. Per the pdrn the cause was suspected as contamination from a camp-site water hookup. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization.